Event description:
It was reported that during a gynecological procedure where a hysteroscopy was being performed, the physician needed to apply extra manipulation of the catheter in the uterus due to the pt's retro-verted uterus. A trickle of blood from the uterus was noted by the surgeon. At this point, the surgeon aborted the procedure, noting that the extra manipulation and resulting subsequent fluctuations led him to believe that he had punctured the uterus during the manipulation portion of the procedure. The pt remained at the clinic for observation, pain medication was administered and the pt was later released with no consequences.